Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: when powered on, the display screen was dim with pink contrast upon return to animas. The dim screen was removed and replaced with a new test screen and contrast returned to normal. A crack along the battery compartment extending from the threads to the case seal was observed.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the pump display screen is difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.